Manufacturer narrative:
The field service engineer (fse) replaced the dilution vessel and the reference electrode. Qc passed and precision checks were performed with patient samples with results within the acceptable range. Following the fse intervention, no further issues were observed. The investigation determined the cause was traced to a mechanical/wear issue. A mixing vessel issue can lead to improper emptying/drying of the vessel, resulting in discrepant results as observed by the customer. The service actions resolved the issue.

Event description:
There was an allegation of questionable results for one patient sample with the na electrode on a cobas pro ise analytical unit. The initial result was 160 mmol/l. The repeat result was 150 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The electrode lot number and expiration date were requested but not provided. The investigation is ongoing.